Event description:
A laboratory professional reported the presence of barbs on the ends of bd green blood collection needles (product: 368607 - needle eclipse 21x1.25). This issue was confirmed through a microscope review. Since (B)(6) 2024, there have been three separate patient complaints related to painful blood draws, all traced back to these barbed needles.